Manufacturer narrative:
(B)(4). Concomitant medical products: offset tib tray 2.5mm adaptor catalog # 141490 lot # 207560, biomet offset tibial tray 67mm catalog # 141482 lot # 985260, vngd sskpsc tib brg s 16x63/67 catalog # 183826 lot # 467180, rhk knee catalog # 159403 lot # unknown. (B)(6). Customer has indicated that the product will not be returned because it was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-05846. Discarded by hospital.

Event description:
It was reported that the during revision procedure the tibial prosthesis was removed from the patient after several attempts. The femoral and distal tibial components were unable to be removed.

Manufacturer narrative:
Concomitant medical products: agc modular post screw catalog # 153103 lot # 570770, rhk cemented stem catalog # 159405 lot unknown, series a pat std 31 3 peg catalog # 184764 lot 494690. Multiple MDR reports were filled for this event: 0001825034-2019-01017, 0001825034-2019-01022, 0001825034-2019-01023, 0001825034-2019-01024.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.